Event description:
A customer reported a malfunction on their pump, indicated by malfunction code 8, and confirmed that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, the customer was advised to use multiple daily injections (mdi) as a backup therapy until a replacement pump with updated software was received. Technical support informed the customer about the availability of training and provided instructions for returning the problematic pump. A replacement pump was sent to the customer without requiring a signature for delivery, and all instructions were clearly understood and acknowledged by the customer.